Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor displayed service code 204 (belt/monitor unusable) when connected to a belt during detect and treat testing. It was found that wire #7 was severed and wire #2 was intermittent in the belt receptacle, causing the service code and preventing the monitor from completing incoming functional testing. The root cause for the damaged wires in the receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.